Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer found that the unit went offline due to a failed controller board at the rear of main drawer 3-1. The drawer controller was replaced, and a damaged position sensor and socket were also replaced. The retractor was inspected and found to be intact. The multiple controller board was replaced as a precaution. After reconfiguring the unit and restoring it online, drawer 4-2 was not visible on the virtual map. A loose retractor to controller connection with excessive socket play was identified. The drawer controller was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device suddenly lost power and went completely black. The remote smart service was offline for approximately one hour. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.